Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of the bd angiocath¿ IV catheter there was foreign matter on the needle tip. There was no report of injury or medical intervention.